Event description:
A customer reported that the foot pedal was not responding prior to a cataract intraocular lens (iol) implant procedure. The customer reported that the system primed during set up, but when the surgeon entered sculpt mode and depressed the footswitch to test the handpiece, nothing happened. They replaced the handpiece and the tip with no resolution. Following a 20 minute delay, the unit was exchanged for an alternate system and the procedure was performed with no additional issues and no patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative replaced the footswitch cable as precaution. The system was then tested and met product specifications. The company representative did not verify any system messages in the system's event log related to a footswitch issue. The root cause could not be determined. (B)(4).